Event description:
The respiratory therapist had completed an arterial blood gas on a patient and inserted the syringe and needle into the safety device for disposal. The safety device has gel in the cap so when one sticks the needle in, it sticks to the gel and can be disposed of. In this case there was not enough gel in the cap for the needle to stick. The syringe with the needle fell out of the safety device and the respiratory therapist was stuck with a dirty needle. The user facility has pulled out several other safety caps from the facility's supply that do not have enough gel in the cap to secure the needle.